Event description:
False negative result (s). I didn't trust these kits. We had covid with mild symptoms & tried various kits. These showed negative when binax showed us being positive. Another brand and the mobile test site showed that I was positive. Anyway be careful that your symptoms could be gone- then you're still positive for weeks. I have to be extra cautious since I have 2 elderly relatives. I can't be using unreliable test kits.